Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). A device history record review was completed by our quality engineer team for provided lot number 8208543. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that a bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leaked. The following information was provided by the initial reporter: "at 9:05 am on (B)(6) 2020, about 5 minutes after replacing the separation membrane and heparin cap for two bed chlid patient called (B)(6), he noticed that there was leakage at the connection between the heparin cap and the septum. Immediately report to the head nurse in the department, give replacement of theseptum and heparin cap and observe no leakage for about 10 minutes."